Manufacturer narrative:
(B)(6).

Event description:
The patient reported via the company representative (rep) that they were implanted in (B)(6) 2013 and resulted in infection. The indication for use included trigeminal neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.